Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. The occlusion alarm and infusion set insertion technique were reviewed with the pt during the troubleshooting telephone call. No conclusions can be made at this time.

Event description:
The pt stated that her blood glucose levels were elevated over 600mg/dl since (B)(6). She denied seeking medical attention and said that her blood glucose level was 402 mg/dl at the time she called. She does not check for ketones and changed the cartridge and infusion set after an occlusion alarm on (B)(6). She reportedly discontinued pump therapy for a couple of hours following the occlusion alarm. Pump delivery settings and delivery history were reviewed with the pt and confirmed as accurate. There was no evidence of any leakage or air bubbles.